Manufacturer narrative:
Device evaluation: visual and functional inspection confirmed the balloon of the ibt has been filled and hardened. It appears the balloon was filled with contrast and exposed to oxygen which caused it to hardened. Unable to analyze the condition of the ibt in the current state. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with primary osteoporosis and underwent kyphoplasty at "th12". During surgery, after creating a route to the vertebral body, balloon was inserted. When trying to expand the balloon,the balloon on the right side did not inflate much and contrast media leaked from the insertion part of stylet. Metastasis was also suspected. Maybe the probability that the bone quality was hard was low. Curette was not used the product came in contact with the patient. No patient symptoms or complication were reported as result of this event.